Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. Evaluation summary: analysis noted that the tip had separated with a stretched and jagged tear, likely from excessive tensioning of the tip. As this was not reported, it is likely that this happened as a consequence of device handling and the tip was not separated initially. As it was reported that the device was unable to be loaded onto a guide wire after the first use, it is likely that the tip was damaged via subsequent loading attempts. In this case, there is no indication of a product quality deficiency. Potential causes for the failure to load the catheter include, but are not limited to, tip inner diameter, inner member kink, guide wire kink, incompatible guide wire, and inner member blockage. Unfortunately, in this case, the guide wire was not returned for analysis and no determination can be made whether it was damaged. The omnilink catheter was able to successfully load and pass movement checks on a new .035 guide wire in both the straight and coiled position. Afterwards, an indeflator was used to pressurize the device to 12 atmospheres and the guide wire was still able to move freely. Then the indeflator was used to pull negative pressure and the guide wire was still able to be removed. Pin gauge measurements were used to verify the inner diameter of the tip and inner member, both met specification. Analysis of the device could not confirm any difficulty loading the catheter on a guide wire. No definitive cause can be determined for the reported difficulty loading. Per the omnilink .035 biliary stent instructions for use, IFU: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the device was used in the iliac artery, which is not indicated. As the lot history records search indicated no nonconforming material records and no other incidents reported for this lot, and the reported device issue could not be confirmed, there is no indication of a lot specific product quality deficiency. In manufacturing, all stent delivery systems go through a guide wire movement check to ensure guide wire compatibility. Additionally, a quality control audit inspection is used to destructively inspect the functionality of the catheter.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. The omnilink stent was deployed and the delivery catheter was removed without issue. The decision was made to use the same catheter for additional ballooning, but it could not be re-loaded onto the non-abbott guide wire. A new balloon was used to successfully complete the procedure. There was no significant delay in the procedure and no adverse patient effects. No additional information was provided. During return device analysis, a tip separation was observed.